Event description:
It was reported that the patient had an EKG (electrocardiogram) two weeks ago and the device was shut off then. Yesterday, they tried turning the device on and could not, and the patient¿s symptoms were not being helped. Using the patient programmer, it was determined that the device was on and set to program 4 at 7.1 v. It was turned up from 4.0 v and the patient did not feel stimulation; the patient was normally on program 4 at 4.0 v. It was noted that the patient did not fall, but did have stem cells replaced.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 355018, lot# w59945, implanted: (B)(6) 2011, product type: accessory. Product ID: 3889-28, lot# v573249, implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).